Event description:
It was reported that pump touchscreen sometimes took longer than expected or required several taps to respond, and this had been occurring for about six months. Customer experienced high blood glucose related to the issue, but specific value was not known beyond a "high" reading. Customer gave correction insulin using both pump and injections and did not need help from third parties. Technical support explained that pump prioritized certain tasks, which could delay touchscreen response, and provided best practice tips for using touchscreen, which customer understood and accepted.